Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level of 200 mg/dl and not having insulin in the insulin pump. Customer experienced symptoms such as dehydration. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Insulin pump was not working. Customer was treated with manual injection. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Insulin exited during troubleshooting. The insulin pump will not be returned for analysis.